Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. However, the insulin pump was received with intermittent up, down, esc and act button response. Found flattened up, down, esc and act button dome switches during visual inspection of the keypad assembly that cause intermittent button responses. No unlocked j2/lcd keypad connector during visual inspection. The insulin pump was received with alkaline battery. The insulin pump was received with cracked reservoir tube lip. Data analysis: there is no data listed for the date of (B)(6) 2016 due to the insulin pump being received with depleted battery installed.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was liver failure caused by cancer. The customer became ill on (B)(6) 2013. The customer was starting to have kidney failure. The customer had a power port in her chest which got infected. The caller stated that, prior to the customer's passing, they stopped checking the customer's blood glucose the last couple of days. Therefore, the caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected two and a half of three weeks prior to passing. The customer was using sensors but was not wearing one at the time of passing. The caller agreed to return the insulin pump for analysis.